Manufacturer narrative:
The insulin pump had cracked battery tube threads, a cracked case at the display window corners and a cracked reservoir tube lip. No crack was noted on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and around the insulin pump display window. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.